Event description:
It was reported that the patient with this electrode received one inappropriate shock due to what looks like double counting of p waves. A significant change in morphology was also noted. During the inappropriate shock the patient was on a treadmill. Technical services (ts) was consulted and discussed possible troubleshooting options. The field representative was able to recreate oversensing in the alternative sensing vector, the device picked primary with auto set up and no oversensing was noted even at high rates. Further reviews of data revealed no oversensing in the following weeks while programmed in primary. This electrode remains in service. No adverse patient effects were reported. Additional information was received, this s-ICD system recorded an untreated episode with a very small signal. Ts noted some myopotential but there also looks like there may be a rate related bundle at slightly elevated rate. Technical services (ts) recommended reprogramming options. The patient was noted to have been pregnant at the time of the untreated episode. This s-ICD system remains in service. No adverse patient effects were reported.

Event description:
It was reported that the patient with this electrode received one inappropriate shock due to what looks like double counting of p waves. A significant change in morphology was also noted. During the inappropriate shock the patient was on a treadmill. Technical services (ts) was consulted and discussed possible troubleshooting options. The field representative was able to recreate oversensing in the alternative sensing vector, the device picked primary with auto set up and no oversensing was noted even at high rates. Further reviews of data revealed no oversensing in the following weeks while programmed in primary. This electrode remains in service. No adverse patient effects were reported.